Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4 h4, h6: part: 03.037.022 lot: f-30907 manufacturing site: (B)(4) supplier: (B)(4) release to warehouse date: 07 october 2020 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Customer quality investigation: the device was not returned. A photo-investigation was performed on the images. Upon inspecting the images provided, it was observed the distal tip the complaint device was broken. However, the root cause of the breakage cannot be determined based on the available images. The broken tip of the complaint device could have contributed to the device interaction issue. Also, the reported condition for embedded device could not be confirmed from the provided images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection was not completed. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed stepped reamer: (current and manufactured) no design issues or discrepancies were identified. Conclusion: the overall complaint can be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a femur procedure, the 6mm/9mm cannulated stepped drill bit broke and remained in the patient. After reaming the patient's femur, x-ray was taken and a small foreign object was noticed. Instruments were checked for damage and the cannulated stepped drill bit was found to be missing a tooth. There was patient consequence. There is no further information available. This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).